Event description:
A symptomatic customer reporting 7 false positive sars results over a two-week period. Customer states the results were confirmed negative by pcr and another brand rapid antigen test. Report 2 of 7

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot root cause: unable to determine source: email